Event description:
Vent alarm rang same time as nurse heard strange sound coming from room. Upon entering room, vent alarming low air supply and vent tubing was "jumping around." Began bagging patient who is sedated and paralyzed due to arctic sun cooling. No change noted in vital signs. Respiratory entered room few seconds after nurse and changed vent; notified biomed.